Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was not sure why she was unable to calibrate the sensor. Customer reported her blood glucose was 466 mg/dl, treated with a shot. Customer declined troubleshooting for high blood glucose. Customer was advised to calibrate until blood glucose lowered below 300 mg/dl. Customer stated she will wait to calibrate. No further information reported.